Manufacturer narrative:
Original mrn: 3011237704-2025-00054 submission date: 9/18/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed and a leak was observed at the plunger. The probable cause could not be determined.

Event description:
It was reported that the loss of resistance (lor) syringe from the eda maxipack has a defect. The reporter noted that it was not possible to aspirate the sodium chloride solution with the needle. They tried to do it from a bowl, and it worked, but slowly. When they inserted the tuohy needle and tried to use the lor syringe, sodium chloride solution leaked from the back. They immediately decided to open a new lor syringe. The event occurred in the maternity ward. There was patient involvement, but no patient harm reported.